Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 270 mg/dl. Customer stated when filling the tubing the alarm occurred but the insulin squirted out from the tubing. Troubleshoot was not complete. Customer will call back to finish the troubleshooting. Insulin pump will not be returning for analysis.